Event description:
Product was returned as an implant failure because of infection and bone deficiency. Based on the report, the pt had moderate oral hygiene and poor bone condition. The fixture was placed with a traditional 2 stage surgery in tooth location #12. Bone material was not indicated. The doctor indicated that the device was not received damaged or defective such that it would not perform as intended. The pt's outcome was reported as recovered, no complications.

Manufacturer narrative:
Conclusion: based on inspection and test results, the returned product has been found to be within specification. Therefore, the implant failure is most likely due to causes other than the product such as surgical mistake, pt bone condition, pt oral hygiene, or pt behavior.